Event description:
Upon receipt of the device, the user reported that the arterial blood parameter probe failed the traveling standard reference sensor test. Since the event occurred out of box, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.